Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseating the tech processor and analog circuit boards remedied the problem. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600emi displayed an error "a/d channel 8 fail" after initialization. There was no adverse pt involvement reported. There was no pt information reported.